Event description:
The customer reported to olympus, channel one (1) on the evis lucera elite gastrointestinal videoscope was obstructed, which was observed during reprocessing. The procedure had been completed using the same device and there was no delay in the procedure. During inspection of the returned device, material was found to be protruding from the nozzle, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The nozzle was obstructed with black rubber like material. There was worn adhesive on the light cover glasses, optical cover glasses and distal end. There was mechanical damage on the insertion tube and there was play evident on the up/down angle. The device did not meet specification for the inspections regarding electrical safety, water flow, water removal, water channel volume and the air channel volume. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 6 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was found to be silicone-based glue or silicone parts which broke and entered channel. The investigation confirmed the material did not originate from the olympus device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have detected the event: "inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.